Event description:
Pca pump delivered 1.5 ml instead of 2.5. Machine documented wrong dose and rptr was unable to program machine. It was immediately removed and taken to purchasing to return to co. No adverse reaction.